Event description:
It was reported that during an atrial fibrillation (af) procedure one farawave 31 mm was selected for being used. During catheter preparation it was observed that the flush port was broken causing a fluid leak. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. During product analysis, during the flush testing it was noticed that the device has leak, therefore, the device was dissected, and it was revealed that the flush tubing was break from the luer causing the reported flushing issue.

Event description:
It was reported that during an atrial fibrillation (af) procedure one farawave 31 mm was selected for being used. During catheter preparation it was observed that the flush port was broken causing a fluid leak. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis.